Event description:
The physician was using an resolute integrity over the wire (otw) drug eluting stent for treatment of a lesion. Approximately 1/2 hour post index procedure an acute thrombus occurred. The patient is reported to be stable post procedure. Images review: procedural images show the target lesion in the proximal to mid rca. The lesion was pre-dilated followed by delivery and successful deployment of what appears to have been the 2.75 x 26mm resolute integrity stent. No procedural complications were observed on the images that would have suggested the occurrence of an acute thrombosis. The stent appeared to have been fully deployed in the vessel with no evidence of stent malapposition, of stent deformation or of vessel damage. The follow up images confirm the occurrence of a total occlusion caused by a thrombus from the proximal end of the newly deployed stent. After delivery of a wire through the vessel the presence of an in-stent thrombus could clearly be confirmed. The thrombus was treated with ballooning of the vessel. This resulted in restoration of flow to the vessel. No evidence of residual thrombus was observed on the final angiographic images.

Event description:
The target lesion was the proximal prca. Pre-dilation was performed.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent thrombosis), none (device not received for evaluation).